Event description:
On (B)(6) 2021, it was reported by a facility representative via sems that an abs-10010s double syringe did not work as intended and syringe exploded. This was discovered during a procedure; patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.